Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract procedure there was poor aspiration during the phacoemulsification phase. The physician faced difficulties when he was trying to bring the part of the lens near the tip of the handpiece in order to aspirate it. The procedure was completed using a back up system. The patient was not impacted. Additional information was requested and received.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on (B)(4) 2005. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).